Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) /2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at 10pm, the cgm began alerting to low readings, with cgm readings fluctuating between ¿low,¿ approximately 45 mg/dl to 125 mg/dl. These low alerts continued throughout the night, prompting the patient´s mother to administer treatment of apple juice on multiple occasions. No bgm comparison was taken at the time of the cgm readings. On the morning of monday, (B)(6) 2026, the patient woke up with symptoms including weak, low mobility, and stomachache. No bg comparison was taken. The patient´s symptoms persisted and at 3pm on (B)(6) 2026, the patient was brought to the emergency room (ER) for evaluation. Upon arrival at the ER, a bgm was performed via blood work which read 700 mg/dl, while cgm read 75 mg/dl. Based on laboratory confirmation, the patient was diagnosed with diabetic ketoacidosis (dka) and was admitted to the hospital. The patient was treated with intravenous (IV) medication containing sodium and potassium. The g7 sensor in place at the time was removed and the parent declined to provide any more information about the event. The patient was still at the hospital at the time of the call (more than 24 hours) and was reported to be doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ movement disorder.